Manufacturer narrative:
Journal title: comparison of minimally invasive thrombectomy with percutaneous balloon angioplasty for organized thrombi in hemodialysis access jun-ted chong,1 ping-yen liu,2 mu-shiang huang2 and wei-da lu2 acta cardiol sin 2020;36:603610 doi: 10.6515/acs.202011_36(6).20200621ba. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a prospective study which aimed to investigate the safety and patency rate following minimally invasive thrombectomy (mit) as a rescue procedure for traditional pta with organized thrombi obstructing hemodialysis access. 4-7 mm medtronic pta balloons were used during procedures inflated to pressures of 12-14atm. 425 patients met the inclusion criteria of which 425 were treated by pta. Pta failure requiring mit bailout therapy performed simultaneously is reported in 46 cases. Pta success reported in the remaining 379 patients. Patient¿s were followed up at 7, 30, 60, 120, and 180 days following the procedure to assess patency of av access and complications such as bleeding or infection. Re-intervention and vascular access dysfunction were determined based on total occlusion, hardened aneurysm, decreased or absent thrill, increased pulsation, limb swelling, difficulty in cannulation, prolonged bleeding after hemodialysis, high venous pressure during hemodialysis, or presence of a suction phenomenon at the arterial site. All patients in the mit group achieved clinical success. Two patients in the mit group received mit following pta due to residual stenosis. There were no complications, including vessel perforation requiring surgery, hospital admission, unplanned increase in the level of care, permanent adverse sequelae, or death. A few venous dissections were encountered, but all were resolved with prolonged balloon inflation. There were no arterial embolism events following mit. Primary patency rates in the overall population reported as 7 days (97.12%), 30 days (93.20%), 60 days (86.06%), 120 days (74.26%), 180 days (69.67%). Secondary patency rates in the overall population reported as 7 days (97.6%), 30 days (95.63%), 60 days (93.89%), 120 days (92.82%), 180 days (92.48%).